Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned, d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: rep stated that it happened multiple times within the same case. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide lot number. Not available ¿ packaging was thrown out prior to event. 2. Please provide how many times this event occurred during this one procedure? Once during this specific procedure. Staff said ¿it happens all the time when closing a joint capsule¿ 3. Please clarify how many devices was used on this single procedure. 1 ¿ it broke towards the end of the closure so they were able to use other means to complete that layer. 4. Status of product return. Dropped off. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and barbed suture was used. The needle broke off the suture during a case. They were able to retrieve the needle and got another suture to complete the case without patient harm. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned to ethicon for evaluation. On needle and one piece suture outside its packaging were received for analysis. Product code sxpp1a400. During the visual inspection of the needle, the swage area was noted as expected. The barrel hole was examined under magnification for suture remnant, and none was observed. The suture end was inspected and there isn¿t sufficient impression at the insertion mark, resulting in a light swage. Based on the information currently available, iight swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.